Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot#: none, serial# (B)(4), implanted: none, explanted: none, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a couple reprogramming appointments and the last one was on (B)(6) 2021. Since then, they had not been able to increase the intensity of stimulation on all groups/programs. They clarified that when they were on program 1, group a they would try to increase and stimulation on/off comes up. When they pressed stimulation on the stimulation would shut off. They cannot increase stimulation on any group or program (it occurred on all of them).